Event description:
This is a problem with a defect in a rigid gas permeable contact lens. The lens was dispensed in (B)(6) 2010 by (B)(6) by (B)(6). The right lens developed a very sharp edge with a chip missing on the outer edge which could have caused significant laceration and infection to my eye. The lenses became very uncomfortable and examination revealed the sharp edge. I immediately stopped wearing the lenses. (B)(6) referred me to customer service, (B)(6) for (B)(6) who informed me they had no responsibility for the lenses. The MFR was (B)(4) and the lens is manufactured under (B)(4). I have worn rpg lenses for (B)(6) and have never had a lens develop a sharp edge.